Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a patient with a hard bone underwent a lumbar fusion procedure using the expedium system. During the procedure three (3) instruments were impacted. The pedicle probe broke inside the patient as the surgeon was maletting the probe inside the pedicle. The broken piece was retrieved. Then upon inserting a 9.0x80mm expedium screw inside the pelvis (illium), the ratchet on the screwdriver broke into 2 pieces and finally, the torque drive was stripped due to set screw tightening. No implants were damaged. The patient was not impacted and there was no surgical delay. The surgery was successfully completed with other instruments present in the system. Concomitant device reported: unknown set screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) x25 final tightener. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the x25 final tightener (p/n: 279712600, lot #: gm4453902) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip was stripped. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm4453902 was released in three batches. Batch1: lot qty of (B)(4) units were released on 15 jan 2016 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 14 jan 2016 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 15 jan 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.